Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port of a large volume infusor was cracked. This issue was identified at the hospital drug storeroom, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured from june 12, 2019 - june 13, 2019. The actual device was received for evaluation containing approximately 240 ml of fluid in the bladder. During visual inspection a crack line on the fillport was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.